Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician believed that infection was not device related. The explanted devices were not returned to bsn. Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4). Description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4). Description: infinion splitter 2x8 kit (30 cm) model#: sc-4318 lot #: 18367055 description: clik x anchor model#: fb-201-01 lot #: 17263014 description: fixate double pack.

Event description:
A report was received that the patient had an infected generator site likely caused by staphylococcus epididymis and continued with drainage constantly. It was noted that the scar did not healed and was tender to touch. It was also reported that the patient had seroma on the lateral edge of the ipg scar which was red and painful. The patient was prescribed cephalexin. The patient will undergo an explant procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infected generator site likely caused by staphylococcus epididymis and continued with drainage constantly. It was noted that the scar did not healed and was tender to touch. It was also reported that the patient had seroma on the lateral edge of the ipg scar which was red and painful. The patient was prescribed cephalexin. The patient will undergo an explant procedure.